Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. Manual input of the disk knobs exhibited intuitive motion was being experienced at the wrist. The instrument was checked for recognition and engagement on system. System successfully recognized and engaged instrument on multiple attempts and on different arms. The instrument was driven and moved intuitively with full range motion in all directions. No difficulty removing and installing the instrument on the system arm. Levers were still present on the instrument and were easily depressed to remove the instrument during disengagement of instrument with various cannulas.

Event description:
It was reported during a da vinci-assisted myomectomy procedure, the force bipolar instrument jaw would not open. The operating room staff was unable to remove the instrument and the instrument was removed with the cannula. After removal, the staff was able to open the jaw using the instrument release kit (irk). The site completed the procedure using a spare instrument with no report of patient injury. Intuitive surgical, inc. (Isi) completed follow up and confirmed the instrument release key (irk) was successfully used without issue to release the instrument jaws from the suture materials.